Manufacturer narrative:
Additional information was received that the patient returned for a 30-day follow-up visit. The nih score increased to 2 and the rankin score remained at 1. As reported by the contact, "at baseline, the patient had demonstrated a mild sensory loss in the lower extremities. This was not documented at discharge, but was once again noted at 30 days." No adverse event occurred. Complaint conclusion: as reported by the sapphire, a 6mm angioguard rx embolic protection device failed to cross the lesion. Another 6mm angioguard from another lot was used; however it also failed to cross the lesion. Therefore, a non-cordis embolic protection device was used instead. Just after the procedure, the patient suffered from a sudden onset of right visual field loss that was diagnosed as an ischemic stroke. The patient partially recovered with major residual deficits. The patient was discharged the next day. The patient is a (B)(6) female with a medical history of hyperlipidemia and hypertension. The target lesion was located in the ostium of the right internal carotid artery with a length of 25mm and a diameter of 6mm. The lesion was mildly calcified with 95% stenosis and no thrombosis. The vessel was a type I arch vessel with none documented tortuosity. The patient had an nih score of 1 due to mild sensory loss in the lower extremities and a rankin score of 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 6mm angioguard rx embolic protection device. There was no difficulty prepping/flushing the device and there was no box/packaging failure. However, during advancement of the device, the angioguard failed to cross the lesion. It was not deployed, and successfully retrieved with no debris in the basket. It was exchanged for another 6mm angioguard from another lot. There was no difficulty prepping/flushing the device, and there was no box/packaging failure. However, this angioguard device also failed to cross the lesion. Therefore, it was removed without deployment with no debris in the basket. No major adverse events occurred. This time a 6.5mm non-cordis embolic protection device was used and successfully deployed past the lesion before pre-dilation was performed. Then, an 8x40mm precise pro rx stent was implanted at the lesion, leaving a final stenosis rate of 10%. The embolic protection device was successfully retrieved. There was none documented presence of air bubbles. However, right after the procedure while the patient was still in the cath lab, the patient had a sudden onset of right visual field loss, which was diagnosed as an ischemic stroke. Treatment was not provided to the patient, just testing was performed. A CT of the head was taken. The first cta showed no intracranial abnormalities. The second cta showed a small lacunar infarct in the basal ganglia on the right. The duration of the neurological deficit was reported as permanent but it was improving. The patient partially recovered with major residual deficits. The patient was discharged the day after the procedure with an nih and rankin score of 1 due to partial hemianopia. Eight days after discharge, the patient was readmitted to the hospital with complaints of left hand weakness/puffiness. She underwent a full neurologic evaluation and the following tests which were all normal: EKG, head CT, CT angio, carotid ultrasound, renal ultrasound, emg and dobutamine stress test. Occupational therapy thought it might be carpal tunnel. She stated her right eye vision was improving but that a blur spot remains in the center of her vision that she cannot distinguish details through. She denies double vision. She was discharged home three days after readmission. The patient returned for a 30-day follow-up visit. The nih score increased to 2 and the rankin score remained at 1. As reported by the contact, "at baseline, the patient had demonstrated a mild sensory loss in the lower extremities. This was not documented at discharge, but was once again noted at 30 days." No adverse event occurred. The device was implanted; therefore, it was not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15956878 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During an ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There are many symptoms associated with a stroke, and visual field loss is a well known symptom. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that medical history factors, hypertension and hyperlipidemia may have contributed to the reported events. No corrective or preventive action will be taken with the precise pro rx stent, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection based on the information provided, lesion (mild calcification, characteristics are likely contributing factors to the failure to cross reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The clinical events committee (cec) agreed that a cva-minor, ipsilateral, ischemic/embolic occurred and was procedure and device-related. Additional details were received from the clinical events committee (cec) meeting minutes: pre-procedure, the nih stroke scale score was 1 due to decrease sensation in lower extremity, bilateral, and the rankin stroke scale score was 0. Due to technical issues with delivery of the angioguard rx ecgw device, a non-study distal embolic protection device was used instead. Following delivery of the embolic protection device, pre-stent balloon angioplasty was performed and one precise pro stent was placed in the intended location. The procedure was uncomplicated. About 3 hours after index procedure completed, a stroke alert was called due to a sudden onset of right visual field loss. No other deficits were found during examination. A stat CT scan was ordered. The patient was not a candidate for tpa. It was further noted that her symptoms were improving. The nih stroke scale score was 1 due to partial hemianopia. The next day, the nih stroke scale score was 1 due to partial hemianopia. The rankin stroke scale score was 1. The site reported ischemic stroke with permanent right field visual loss. The patient was discharged on (B)(6) 2014 on asa with a diagnosis of embolic cva. Additional lab results/tests provided: a head CT scan on (B)(6) 2014, compared to study on (B)(6) 2010 revealed no acute intracranial abnormality. A follow-up head CT scan on (B)(6) 2014 revealed a small lacunar infarct in the basal ganglia on the right, probably old, compatible with the residual of a lacunar infarct, ¿probably present on prior studies including an exam of (B)(6) 2010.¿ complaint conclusion: as reported by the sapphire, the patient is a (B)(6) female with a medical history of hyperlipidemia and hypertension. The target lesion was located in the ostium of the right internal carotid artery with a length of 25mm and a diameter of 6mm. The lesion was mildly calcified with 95% stenosis and no thrombosis. The vessel was a type I arch vessel with none documented tortuosity. The patient had an nih score of 1 due to mild sensory loss in the lower extremities and a rankin score of 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 6mm angioguard rx embolic protection device. There was no difficulty prepping/flushing the device and there was no box/packaging failure. However, during advancement of the device, the angioguard failed to cross the lesion. It was not deployed, and successfully retrieved with no debris in the basket. It was exchanged for another 6mm angioguard from another lot. There was no difficulty prepping/flushing the device, and there was no box/packaging failure. However, this angioguard device also failed to cross the lesion. Therefore, it was removed without deployment with no debris in the basket. No major adverse events occurred. This time a 6.5mm non-cordis embolic protection device was used and successfully deployed past the lesion before pre-dilation was performed. Then, an 8x40mm precise pro rx stent was implanted at the lesion, leaving a final stenosis rate of 10%. The embolic protection device was successfully retrieved. There was none documented presence of air bubbles. However, right after the procedure while the patient was still in the cath lab, the patient had a sudden onset of right visual field loss, which was diagnosed as cerebrovascular accident (cva). Treatment was not provided to the patient, just testing was performed. A CT of the head was taken. The first cta showed no intracranial abnormalities. The second cta showed a small lacunar infarct in the basal ganglia on the right. The duration of the neurological deficit was reported as permanent but it was improving. The patient partially recovered with major residual deficits. The patient was discharged the day after the procedure with an nih and rankin score of 1 due to partial hemianopia. Eight days after discharge, the patient was readmitted to the hospital with complaints of left hand weakness/puffiness. She underwent a full neurologic evaluation and the following tests which were all normal: EKG, head CT, CT angio, carotid ultrasound, renal ultrasound, emg and dobutamine stress test. Occupational therapy thought it might be carpal tunnel. She stated her right eye vision was improving but that a blur spot remains in the center of her vision that she cannot distinguish details through. She denies double vision. She was discharged home three days after readmission. The patient returned for a 30-day follow-up visit. The nih score increased to 2 and the rankin score remained at 1. As reported by the contact, "at baseline, the patient had demonstrated a mild sensory loss in the lower extremities. This was not documented at discharge, but was once again noted at 30 days." No adverse event occurred. The device was implanted; therefore, it was not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15956878 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause a cva. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. During a cva, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There are many symptoms associated with a stroke, and visual field loss is a well known symptom. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that medical history factors, hypertension and hyperlipidemia may have contributed to the reported events. No corrective or preventive action will be taken with the precise pro rx stent, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection based on the information provided, lesion (mild calcification, characteristics are likely contributing factors to the failure to cross reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
However, right after the procedure while the patient was still in the cath lab, the patient had a sudden onset of right visual field loss, which was diagnosed as an ischemic stroke. Treatment was not provided to the patient, just testing was performed. The duration of the neurological deficit was reported as permanent but it was improving. The patient partially recovered with major residual deficits. The patient was discharged the day after the procedure with an nih and rankin score of 1 due to partial hemianopia. Eight days after discharge, the patient was readmitted to the hospital with complaints of left hand weakness/puffiness. She underwent a full neurologic evaluation and the following tests which were all normal: EKG, head CT, CT angio, carotid ultrasound, renal ultrasound, emg and dobutamine stress test. Occupational therapy thought it might be carpal tunnel. She stated her right eye vision was improving but that a blur spot remains in the center of her vision that she cannot distinguish details through. She denies double vision. She was discharged home three days after readmission. The device remains implanted; therefore, it is not available for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin. Concomitant devices: 6mm angioguard rx, catalog # 601814rmc, lot # 35220097; 6mm angioguard rx, catalog # 601814rmc, lot # 35220012; and abbott accunet lot 2103161.

Event description:
As reported by the (B)(4), a 6mm angioguard rx embolic protection device failed to cross the lesion. Another 6mm angioguard from another lot was used; however, it also failed to cross the lesion. Therefore, a non-cordis embolic protection device was used instead. Just after the procedure, the patient suffered from a sudden onset of right visual field loss that was diagnosed as an ischemic stroke. The patient partially recovered with major residual deficits. The patient was discharged the next day. The target lesion was located in the ostium of the right internal carotid artery with a length of 25mm and a diameter of 6mm. The lesion was mildly calcified with 95% stenosis and no thrombosis. The vessel was a type I arch vessel with none documented tortuosity. The patient had an nih score of 1 due to mild sensory loss in the lower extremities and a rankin score of 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 6mm angioguard rx embolic protection device. There was no difficulty prepping/flushing the device and there was no box/packaging failure. However, during advancement of the device, the angioguard failed to cross the lesion. It was not deployed, and successfully retrieved with no debris in the basket. It was exchanged for another 6mm angioguard from another lot. There was no difficulty prepping/flushing the device, and there was no box/packaging failure. However, this angioguard device also failed to cross the lesion. Therefore, it was removed without deployment with no debris in the basket. No major adverse events occurred. This time a 6.5mm non-cordis embolic protection device was used and successfully deployed past the lesion before pre-dilation was performed. Then, an 8x40mm precise pro rx stent was implanted at the lesion, leaving a final stenosis rate of 10%. The embolic protection device was successfully retrieved. There was none documented presence of air bubbles.